Event description:
The initial reporter advised shiley of the death of a pt following an alleged outlet strut fracture of the pt's bjork-shiley convexo-concave mitral heart valve. According to the translation of an autopsy statement, a "malfunction of mitral valve prosthesis" occurred causing the "wire fixing element in a branching of the pulmonary vein in the inferior lobe of the right lung." The pt died due to "pulmonary edema."